Event description:
Pt. Was receiving a physical therapy treatment with an electrical stimulaiton machine, when the machine delivered a surge of electric current to the patient in the area of the left shoulder. The patient complained of pain with the "shock". The machine was immediately disconnected from the patient - no burn, redness or other mark appeared on the patient's skin.